Event description:
Reportedly, the display became blank and the ventilator stopped ventilation during use on a pt. The nurse manually ventilated the pt, and then switched to another ventilator. Later, when the staff turned on the power (ac operation), all led except manometer lit and there was no audible alarm. The ventilator was turned off and back on again, and this time only back light of the monometer lit, but none of led lit. The next day, the distributor confirmed that the reported problem was reproduced. But this time, there was an alarm. Please note that there was no pt injury in this case.